Manufacturer narrative:
The instrument was not returned, therefore, no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the of the open spine clamp screw was worn out. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there is no reported failure for this part in the case. The returned driver was found to be in good condition with no apparent physical damage. No problem found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.